Event description:
It was reported by service report that the right track was missing from the stair chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.